Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear and failure to follow cleaning and maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery, it was observed that the battery reamer/drill device was not functioning as it should. During an in-house engineering evaluation, it was observed that the device would not run in reverse, failed the power test on test bench, the electric motor did not function properly, the wire insulation on electronic control unit was damaged and an unknown liquid substance was found on internal components. It was reported that there were no surgical delays due to the reported event as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly